Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the chair drove for about 5 miles and then slowed down to a crawl. The provider states he feels its the joystick. The provider states the battery level doesn't display accurately as they will not drop in voltage all day then all of a sudden, it will go down to 2 red bars.

Manufacturer narrative:
Additional/updated information was added to reflect the joystick being returned to the manufacturer for evaluation. The result of the evaluation was that the joystick passed the bench test, and the original complaint issue was not able to be duplicated.

Event description:
The provider states the chair drove for about 5 miles and then slowed down to a crawl. The provider states he feels its the joystick. The provider states the battery level doesn't display accurately as they will not drop in voltage all day then all of a sudden, it will go down to 2 red bars.